Event description:
Clip applier from applied medical, direct drive clip applier malfunctioned, did not set clips. Clips retrieved from the abdomen cavity. New clip applier used with no harm to the patient.